Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable pacemaker device experienced a sensation with heart running away and suspected a device anomaly. No information obtained from the field. The device remains in service. No adverse patient effects were reported.